Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. Lens discarded.

Event description:
The reporter stated the surgeon inserted a 13.2mm micl13.2 implantable collamer lens but the surgeon realized the lens was too large for the patient's eye. The lens was removed during the same surgery with no patient injury. A smaller sized lens was not available, so the surgery was postponed and was scheduled for a later date. The lens was discarded.